Event description:
The external pulse generator was returned as part of a trade-in/exchange program and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the upper and lower cases and one side bail cover were broken, that the interconnect flex was formed incorrectly and that the main printed circuit board was out of specification. Further analysis was performed on the main printed circuit board (pcb). Visual inspection revealed no anomalies. Bench analysis noted that the unit shut down when testing for pre-hardware end-of-life. Troubleshooting was performed, when an integrated circuit-eeprom component was replaced, typical low battery operation occurred. Conclusion: confirmed the pcb failure seen during service and repair of the device caused by a defective eeprom component. (B)(4).